Event description:
Pump stopped infusing while on a pt in the cvccu. Since the pt was closely monitored, there was no pt injury. No info on drugs or rates being administered. Pt was opst-op (?from by-pass surgery). Occurred in 2002, but pump was not used since. The nurses were able to quickly obtain another pump and set up the infusions on that one to continue treatment. A watchdog alarm occurred and the pump read system failure and shut down. Investigation confirmed the device failure in the history log. The device had a catastrophic vcc high. Unable to recreate the failure mode. Service to replace the main board.